Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. No damages were found on the needle, soft cannula, adhesive pad, or bottom housing that would suggest the reported skin condition issue. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 455 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother also reported the presence of moderate ketones; there was bleeding and skin irritation at the infusion site (leg) as well. As treatment, patient drank water, corrections were delivered and pod was changed. The patient's blood glucose and insulin history are as follows: (B)(6).